Event description:
It was reported that the insulin pump alarmed button error while it was in the customer's pocket. The blood glucose reading was unknown. The customer stated that the button must have been held down for 3 minutes, triggering the alert. He was able to clear the alert and declined troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.